Event description:
It was reported that prior to an endoleak graft procedure, pre-close placement of the sutures was achieved in the right common femoral artery through a 6-french access site using perclose proglide devices. Reportedly, after successful suture placement, the sutures of both devices were clamped to the side and the access site was upsized to 14-french. After the endoleak graft procedure an attempt was made to use the pre-placed sutures, but the sutures were entangled. Two additional proglides were used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report.